Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the device had performance breakage suture. The actual device was received for evaluation. It was received for analysis an empty labeled winding former,a needle and a dispensed suture of product code y304, lot pak113. During the inspection visual of the sample, the suture was examined along of the strand and no defects, or damaged were observed. A functional test was performed and the tensile strength force was above the minimum requirement. In addition, the needle was examined, and the swage and attachment area were not as expected; since the needle was split and broken on the swage. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance - breakage suture was found and the tested samples met the finished goods requirements. Additional evaluation by needle breakage. The actual device needle component was identified as product code y304h. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During the procedure, the suture broke during continuous suturing though the suture was not held with forceps. There were no adverse consequences to the patient. No additional information was provided.